Manufacturer narrative:
Date initial report sent: 11/24/2008.

Event description:
Procedure type: lap appendectomy. According to the reporter: the surgeon found small orange pieces falling out of the trocar prior the procedure. This device was not used during the procedure. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.